Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 6 was damaged.